Manufacturer narrative:
UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Review of the manufacturing record and the shipping inspection record of august-2022 lot (28k) of the involved product code: no anomaly was found. Review of the past complaint file regarding august-2022 lot (28k) of the involved product code: no other similar reports from other facilities were found. Simulation test: through the past simulation test, we have experienced that the guidewire was cut when the following each force a) - c) was applied. In addition, we have been aware that there was regularity in the shape of the cut section of core wire depending on the mechanism leading to cutting. A )when pulling force was applied the side of fractured section of the core wire was in a taper shape, and a dimple pattern (a hole-shaped pattern) was found on the fracture surface. B) when torque force was applied clockwise and counterclockwise alternately the side of fractured section of the core wire was in a flat shape, and a spiral pattern was found on the fracture surface. C) when 90° repeated bending force was applied the side of fractured section of the core wire was in a diagonal shape, and a radial pattern was found on the fracture surface. From the investigation results, it was inferred that the actual sample was exposed to excessive force (pulling, torque, or bending force) during lithotripsy and almost fractured; however, since the actual sample was not returned and the investigation of it could not be performed, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during lithotripsy with a lithotripter (bml-v437qr-30) combined with g260-3545a, when lithotripsy was repeated while the guidewire was left in the bile duct, the tip of the guidewire was almost fractured (not completely fractured). The procedure was completed successfully, and the patient was not harmed.